Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedural factors (the commissure of valve), patient factors (moderate valvular calcification, bulky native leaflet calcification, lca ostium height) likely contributed to the suspected lmt stenosis and subsequent CABG procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, cut down access was obtained and a 26mm sapien 3 valve was deployed with 1ml less than nominal volume in a final 80:20 aortic/ventricular (a/v) position as intended. The valve was not deployed in a canted position. Post valve deployment, blood pressure (bp) remained low and cardiac massage was performed. Tee did not show any indications of a rupture. A vasopressor was administered and the bp became 300 mmhg or more. Blood flow of the left main trunk (lmt) and right coronary artery (rca) was confirmed. No aortic regurgitation was indicated on aortography (aog) and the decision was made to complete the tavr procedure. After confirming that the bp was lowered to 120 mmhg, the esheath was removed and the bp dropped to 50 mmhg. Since the wall motion of the circumflex artery (cx) and the left anterior descending (lad) area declined on tee, lmt stenosis was suspected. Percutaneous cardiopulmonary support (pcps) was initiated with fem-fem bypass and hemodynamics were maintained. Several attempts were made to perform percutaneous coronary intervention (pci) in the lmt, but a wire could not be inserted. While investigating the cause of the pci difficulty, it was determined that the commissure part (4.0mm x 3.5mm) of the sapien 3 valve was interfering with the lmt ostium; therefore, the guide wire could not be inserted. The procedure was converted to an ¿on-pump-beating¿ CABG. One branch was bypassed with a saphenous vein graft-lad. After CABG, the wall motion improved and the patient was transferred to the ICU under intra-aortic balloon pumping (iabp) and pcps. The valve remains implanted in the patient. The native annular valve area measured 485mm2 by CT. Moderate valvular calcification and bulky native leaflet (lcc) calcification was reported. Lca height measured 17.6mm. The sinus of valsalva (sov) measured 31.2mm (l) x 29.8mm (r) x 32.9mm (n). The sinotubular junction (stj) diameter measured 23.6mm x 27.3mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As reported through the japanese tavi registry and post-marketing surveillance reporting system, the patient expired on postoperative day (pod) 10. The cause of death was reported to be septic shock and lower limb ischemia. It was reported that there were no access vessel or vascular injuries during the tavr procedure; however, the patient ¿had a tendency¿ to bleed during the CABG operation. Prior to leaving the ICU, disseminated intravascular coagulation (dic) was observed. It was speculated by the physician that the use of the pcps and the dic may have contributed to the septic shock, lower limb ischemia and subsequent patient death. There were no allegations or indications that a malfunction of an edwards device caused or contributed to the patient death.